Event description:
It was reported that the patient's device had prematurely depleted as it was replaced after only two years, when previous vns devices lasted five years for this patient. A replacement surgery was performed and the device was discarded after surgery. A review of device history records for the generator shows that no unresolved non-conformances were found. The available programming and decoder data of the generator was reviewed, but premature battery depletion could not be confirmed or denied due to lack of available programming data to date. No additional relevant information has been received to date.